Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of left lower extremity deep vein thrombosis and a pathologic fracture of her left pubis (five years prior to the index procedure). The patient had undergone a hemipelvectomy with allograft placement, which was complicated by a post-operative infection. The patient was scheduled for a left hip replacement one week after placement of the filter.   A preoperative ultrasound of the right groin demonstrated thrombus within the right superficial femoral vein, the right common femoral vein and the right iliac venous system as well. As such, the decision was made to implant the trapease filter via the right internal jugular approach. The filter was placed with the tip just below the flow from the renal veins. The filter was deployed without difficulty in an adequate, centered position. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient became aware that the filter had fractured and migrated approximately thirteen years and two months after the index procedure. There have been no attempts to remove the device. A computed tomography (CT) scan performed for evaluation of the trapease filter reported fracture of the filter struts. The patient continues to experience emotional distress, mental anguish anxiety and stress. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter had migrated and fractured. The patient became aware that the filter fractured and migrated approximately thirteen years and two months after the index procedure and reports experiencing emotional distress, mental anguish anxiety and stress. The indication for the filter placement was impending left hip replacement surgery and left lower extremity deep vein thrombosis (dvt). The patient experienced a pathological fracture of the left pubis five years prior to the filter implant. At some point the patient underwent a hemipelvectomy with allograft placement that was complicated by post-operative infection. During the filter implant procedure an ultrasound of the right groin demonstrated thrombus within the right superficial femoral, right common femoral and the right iliac venous system. The decision was then made to place the filter via the right internal jugular vein. The filter was placed with the tip just below the level of the renal veins without difficulty. The patient reportedly tolerated the procedure well. At some point a computed tomography (CT) scan was performed for evaluation of the trapease filter and reported fracture of the filter struts. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and fracture could not be confirmed, and the exact causes could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent device malfunctions and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section e3: occupation: other, senior counsel, litigation

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. As reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.